Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device cam flex sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device lcd lens an cam flex sensor were replaced and the device passed all testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the system fault 41622 occurred, there was a bad motor, and there was no patient involvement.